Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that there was a marking resembling a burn on the screen of her daughter's insulin pump. The screen was hard to see as a result of the display anomaly. The patient's blood glucose at the time of incident is unknown. The marking was noticed last week and the mother was unaware of how the marking occurred. There was also condensation under the display screen. Troubleshooting did not occur since the mother did not have the insulin pump available at the time of call. No products were returned or replaced.